Manufacturer narrative:
Concomitant medical products: product ID: 3389-40, lot# v002694, implanted: (B)(6) 2007, product type: lead. Product ID: 3389-40, lot# v002694, implanted: (B)(6) 2007, product type: lead. Product ID: 37092, lot# 249000001, implanted: (B)(6) 2010, product type: accessory. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
It was reported that sometimes the patient was shocked. The patient felt a tingling or small shock in his hand. No device was being held when he experienced this sensation.